Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, logfile analysis tool has been utilized. Alarm 316 - "blower failure" and alarm 401 - "inspiration valve or device leaky" triggered during each start-up self-test since a certain time. The reason for alarm 401 is "error 4" what means "too low of unstable blower pressure". This means that alarm 401 is only a consequence of the blower failure. Software v6.0.1400.0 was installed at the time when the alarms started to trigger. Most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Exact root cause under investigation with I-ch-21-024. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 316 (blower failure) and technical failure 401 (inspiration valve or device leaky alarm) during pre-testing calibration. Furthermore, there was no patient associated with the reported event.